Manufacturer narrative:
The medtronic field service engineer evaluated the imaging system and confirmed it displays standalone mode when the umbilical is moved. A replacement mvs interface cable was sent to site 04/23/2014. The medtronic representative replaced the cable 4/27/14, performed a system checkout and passed. System performed as intended. The interface cable was returned to the manufacturer for analysis. On site investigation was completed and confirmed reported problem "system displays standalone mode when umbilical is moved." Failure mechanism: connector damage. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer called to report a complaint from the site that they have a bad interconnect cable. There was no patient present when this issue was identified.